Event description:
User facility reported that the device was in use with patient. The nurse noted water leaking from the recirculating solution reservoir. According to reporter the nurse touched the leaking water and received an electrical shock. No adverse effects to patient or user reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.